Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Event description:
A 76 year old male was admitted for an elective percutaneous coronary intervention with support of an impella cp. During the procedure, hypotension occurred but mean arterial pressures were stable. Following the procedure, the impella cp was removed in the catheterization laboratory. Procedural hypotension is to be expected and impella helped to stabilize mean arterial pressures.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.